Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / malposition of essure/ malposition of essure device location of device: endometrial cavity, migration of essure device location of device: endometrial cavity') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no: 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation (done with essure insertion procedure)" on (B)(6) 2012 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included pulmonary embolism. *on (B)(6) 2011, patient had pelvic ultrasound resulted in the canal has an iud with minimal associate fluid. On (B)(6) 2012, patient had pelvic transvaginal ultrasound resulted in non-enlarged uterus with a solitary posterior upper uterine segment subcentimeter mural leiomyoma. On (B)(6) 2012, patient had ultrasound done resulted in 7 mm posterior fibroid, but this was not encroaching on the endometrial cavity. On (B)(6) 2012, patient had surgical pathology report resulted in endometrial mucosa with proliferative-type glands with focally disordered architecture and ciliated cell metaplasia; no evidence of glandular hyperplasia or cytologic atypia. Myometrial tissue with features of submucosal leiomyoma and focal adenomyosis. On (B)(6) 2012, patient had transabdominal and transvaginal pelvic ultrasound resulted in 1. Right tubal occlusion device extends significantly into the endometrial cavity and is malpositioned. 2. The left-sided tubal occlusion devise is identified at the cornual segment of the uterus and does not significantly extend into the endometrial cavity. 3. Both ovaries are grossly normal. 4. Small uterine fibroid. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menorrhagia. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lower back area") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2012 underwent ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, hormone level abnormal, migraine, headache, vaginal discharge, mood swings, anxiety, depression, vaginal haemorrhage and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, headache, hormone level abnormal, menorrhagia, migraine, mood swings, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for removal, anticipated/scheduled date: 2018. Patient received treatment for events ¿ pelvic pain , migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received: patient race information added. Reporters were added. Imrdf/FDA codes error. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / malposition of essure/ malposition of essure device location of device: endometrial cavity, migration of essure device location of device: endometrial cavity') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation (done with essure insertion procedure)" in (B)(6) 2012 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included pulmonary embolism. On (B)(6) 2011 patient had pelvic ultrasound resulted in the canal has an iud with minimal associate fluid. On (B)(6) 2012 patient had pelvic transvaginal ultrasound resulted in non-enlarged uterus with a solitary posterior upper uterine segment subcentimeter mural leiomyoma. On (B)(6) 2012 patient had ultrasound done resulted in 7 mm posterior fibroid, but this was not encroaching on the endometrial cavity. On (B)(6) 2012 patient had surgical pathology report resulted in endometrial mucosa with proliferative-type glands with focally disordered architecture and ciliated cell metaplasia; no evidence of glandular hyperplasia or cytologic atypia. Myometrial tissue with features of submucosal leiomyoma and focal adenomyosis. On (B)(6) 2012 patient had transabdominal and transvaginal pelvic ultrasound resulted in 1. Right tubal occlusion device extends significantly into the endometrial cavity and is malpositioned. 2. The left-sided tubal occlusion devise is indentified at the cornual segment of the uterus and does not significantly extend into the endometrial cavity. 3. Both ovaries are grossly normal. 4. Small uterine fibroid. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menorrhagia. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 days after insertion of essure. In (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lower back area") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2012 underwent ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, hormone level abnormal, migraine, headache, vaginal discharge, mood swings, anxiety, depression, vaginal haemorrhage and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, headache, hormone level abnormal, menorrhagia, migraine, mood swings, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for removal, anticipated/scheduled date: 2018. Patient received treatment for events ¿ pelvic pain , migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation. Lot number: 922603, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device / malposition of essure/malposition of essure device location of device: endometrial cavity, migration of essure device location of device: endometrial cavity") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation (done with essure insertion procedure)" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included pulmonary embolism. On (B)(6) 2011 patient had pelvic ultrasound resulted in the canal has an iud with minimal associate fluid. On (B)(6) 2012 patient had pelvic transvaginal ultrasound resulted in non-enlarged uterus with a solitary posterior upper uterine segment subcentimeter mural leiomyoma. On (B)(6) 2012 patient had ultrasound done resulted in 7 mm posterior fibroid, but this was not encroaching on the endometrial cavity. On (B)(6) 2012 patient had surgical pathology report resulted in endometrial mucosa with proliferative-type glands with focally disordered architecture and ciliated cell metaplasia; no evidence of glandular hyperplasia or cytologic atypia. Myometrial tissue with features of submucosal leiomyoma and focal adenomyosis. On (B)(6) 2012 patient had transabdominal and transvaginal pelvic ultrasound resulted in right tubal occlusion device extends significantly into the endometrial cavity and is malpositioned. The left-sided tubal occlusion devise is identified at the cornual segment of the uterus and does not significantly extend into the endometrial cavity. Both ovaries are grossly normal. Small uterine fibroid. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menorrhagia. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 days after insertion of essure. In (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings") and anxiety ("mental anguish"). On 1(B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lower back area") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2012 underwent ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, hormone level abnormal, migraine, headache, vaginal discharge, mood swings, anxiety, depression, vaginal haemorrhage and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, headache, hormone level abnormal, menorrhagia, migraine, mood swings, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for removal, anticipated/scheduled date: 2018. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: events- "depression, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lower back area", concomitant drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.